Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, the 29mm commander delivery system could not be inserted into the sheath and the balloon ruptured due to the calcium in the aorta. There was blood noted in the inflation device. In an attempt to remove the delivery system and esheath the valve became stuck at the puncture site. The vascular surgeon removed the valve, the system and sheath using ¿cat claws¿ (snare catheter) and the femoral artery was repaired. The procedure was completed with a second device. However, the patient died from a complication of an annular rupture post deployment of a sapien 3 29mm valve. As reported, the patient¿s femoral artery and abdominal was a very calcified and tortuous. The patient¿s access vessel minimum luminal diameter measured 7.5mm. The vessel was moderately calcified and severely tortuous.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
As per engineering observations, the crimp balloon was torn, wings still tucked. The commander delivery system was returned to edwards lifesciences for evaluation. Visual examination revealed that following: sheath liner bunched at distal end, sheath distal tip damage, crimp balloon torn, balloon wings still tucked in, bunched inflation balloon with disturbed pleats/folds, valve returned located on the proximal portion of the inflation balloon, and gouges on flex tip face. During functional testing the delivery system was fully flexed with no abnormalities. Additionally, a guidewire was able to be passed through without difficulty. The complaints for torn balloon and withdrawal difficulty were confirmed through visual inspection. Dimensional testing was performed on the double wall thickness of the crimp balloon and was found to be in within specification. During balloon manufacturing per procedure, the entire delivery system (including the crimp balloon, and inflation balloon) are 100% inspected. During final inspection, the entire device was 100% visually inspected per procedure. During manufacturing, the commander delivery system was 100% leak tested per procedure and inspected for the following: post balloon catheter leak test inspected for damage to the inflation balloon. During product verification (pv) testing is performed on lot samples for physical defects or damage, guidewire passage, balloon pressure, tears or separation, balloon burst pressure, and retrieval force. The above inspections during the manufacturing process and testing performed during pv support that it is unlikely a manufacturing non-conformance contributed to the reported. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to this complaint. A review of the complaint history from december 2017 to november 2018 revealed other similar returned complaints for the trend categories above were confirmed. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. A review of complaint history revealed that the occurrence rate did not exceed the september 2018 control limit for all the trend categories. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for ¿balloon ¿ torn¿ and ¿delivery system ¿ withdrawal difficulty-valve, through sheath¿ were confirmed based on the returned condition of the devices. The complaint for ¿delivery system ¿ tracking difficulty¿ was unable to be confirmed as relevant procedural imagery was not provided. No manufacturing non-conformances were identified in the returned delivery system during functional and dimensional testing. The review of lot history, DHR, complaint history, and manufacturing mitigations further supported that a manufacturing non-conformance in the delivery system likely did not contribute to the reported event. A review of IFU/training materials revealed no deficiencies. Per report, ¿the commander delivery system would not pass the femoral bifurcation and the delivery system balloon was ruptured due to the calcium in the aorta.¿ additionally, it was reported that the access vessel was moderately calcified and severely tortuous. As such, it is likely that the calcified and tortuous anatomy created a difficulty pathway for advancement of the delivery system, as the valve or delivery system could have gotten caught on the calcification, while the tortuosity could have resulted in difficult angles for advancement and tracking. This difficulty could then have led to device manipulation and/or excessive force being applied to the delivery system, during which the crimp balloon could have been torn/damaged. As returned, the thv was returned located on the proximal portion of the inflation balloon, the pleats and folds on the distal end of the balloon were bunched and disturbed, and the sheath distal soft tip was damaged. As such, it is possible that during attempted retrieval of the delivery system, the thv was caught on calcification and/or the sheath tip, resulting in the withdrawal difficulty. The severe access vessel tortuosity would have further contributed to the likelihood the thv getting caught, as retrieval would have been attempted at a non-coaxial angle relative to the sheath. A corrective and preventative action investigation (CAPA) captures further investigation to address complaints related to crimp balloon tears. The CAPA identified a potential manufacturing factor which was correlated with an increase in reported complaints. However, as per DHR review, the manufacturing factor is likely unrelated to this case. As such, it is likely that patient/procedural factors (calcified/tortuous anatomy, thv caught on sheath tip) contributed to the reported events. The complaints were confirmed. However, no manufacturing non-conformances were identified in the returned device. In this case, available information suggests that patient/procedural factors (excessive manipulation due to tracking difficulty; thv caught on calcification and/or sheath tip; calcified/tortuous anatomy) likely contributed to the complaint event. No IFU/training manual inadequacies were identified and a review of complaint history revealed that the occurrence rate for the trend category did not exceed its november 2018 control limit. Therefore, no corrective or preventive actions are required at this time. However, the balloon torn issue and it associated risks have previously been assessed and documented in a product risk assessment (pra). In addition, to address the emerging trend in crimp balloon tear complaints, a CAPA captures further investigation and corrective action related to manufacturing. Per management discretion, a CAPA was initiated to include additional information in the IFU related to tension build-up in the device.